Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device's active blade broke off into the patient and was retrieved through the trocar. The second device gave error fives and they were touching metal when the errors occurred. The third device was also giving error fives and they pulled it out and cleaned the device and the tip broke off while being wiped. They completed with scissors. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the devices a and b were returned with the distal tip of the blade broken off and not returned with the devices. The remaining blade portion was scratched. The devices were activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade the device c was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b: (B)(4). Mfg 7-3-2010, exp 6-3-2015. Device c: (B)(4). Mfg 7-1-2010, exp 6-1-2015.